Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), product type extension. Product ID 7435, serial# (B)(4), product type programmer, patient. Product ID 7495-51, serial# (B)(4), product type extension, product ID neu_unknown_lead, serial# (B)(4), product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
The patient reported that he had three revisions but did not remember when he had the revisions. The patient stated one was done by one doctor and a second doctor conducted a revision on his second device. They moved it to c5, c6 vertebrae. The patient did not currently have an active device. The last device was taken out in 2005. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 2182207-2008-06673, 3004209178-2008-06692 and 3007566237-2014-03657 for other events about this patient. These reports may relate to the three revisions that the patient mentioned.